Event description:
Patient reported right rupture, discomfort, folds swelling, 'axillary region shows three lymph nodes with a silicon-like appearance', ¿baker IV capsular thickening¿, 'pericapsular fluid'. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿baker IV capsular thickening¿, peri capsular liquid, with probability of intracapsular rupture, ¿right axillary region shows three lymph nodes with a silicon-like appearance.¿